Event description:
A pre-lung transplant pt who was previously negative for corzyme is now repeat reactive with two different samples (3/15/00 and 3/24/00). The doctor questioned the results because the pt has been previously negative for "hbc", testing was done within the last 6 months at another facility. The pt is at end stage cystic fibrosis awaiting a lung transplant. The decision to transplant was delayed due to the results obtained. The pt is still waiting for a lung transplant due to reasons other than the positive corzyme results.